Event description:
Information received with return of the device does not address the patient's clinical status but notes no atrial output. The lead was disconnected and reconnected, but still there was no atrial output.